Manufacturer narrative:
No pt info as no pt was involved in this concern. Software investigation still in progress.

Event description:
Site reported their treon plus system suddenly logs out to the main menu during navigation. Also, when they switch on the treon navigation system, it freezes in the initializing screen and is not able boot to the main menu.